Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a black screen after showing the error message 'waiting to connect to host', due to the host pc failing to start up. The fse reseated all lan cables and cleaned the host pc, but the issue continued intermittently. The fse replaced host pc along with a software reinstallation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.